Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was no power to the machine and device was offline. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was no power to the machine and device was offline. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to the machine. The field service engineer (fse) confirmed that there was no power to the station. Incoming ac voltage was checked and found to be good. The pyxis bus cable was unplugged from the drawers to eliminate it as a possible cause of the power failure. The power supply was replaced. The station and drawers were tested in both diagnostics and the application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.